Event description:
Healthcare professional reported right side complaints of pain, burning, and deformity in the breast for the last year and rupture was encountered during surgery. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Device photo evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Pain: unable to observe since it is not related to the device. Deformation: not observed. Chest pain: unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: pain, burning and deformity in the breast (rupture discovered at explant).

Event description:
Healthcare professional reported right side complaints of pain, burning, and deformity in the breast for the last year and rupture was encountered during surgery. The device has been explanted.

Manufacturer narrative:
Clarification to d6a: only implant year is received. Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: observed, broken assessed as fold flaw opening. Visibility/palpability: unable to observe since it is a medical event and is not related to the device. Pain: unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease and non-penetrating nick, was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.6a.

Event description:
Healthcare professional reported right side complaints of pain, burning, and deformity in the breast for the last year and rupture was encountered during surgery. The device has been explanted.